Manufacturer narrative:
The abutment hex fracture was likely due to biomechanical overloading during the five years in which the abutment was used as a post for a telescopic restoration in the region of the canine teeth. An evaluation of the returned abutment indicated that the abutment met product specifications. It may therefore be concluded that the fracture was not due to a product failure. (B)(4).

Event description:
On (B)(6), 2011 a doctor reported to (B)(4) that a pitt easy abutment fractured.